Manufacturer narrative:
Concomitant products: product ID: 5071-53, implantable pacing lead, implanted: (B)(6) 2013; d314trm, implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2013, 6935m, implantable tachy lead, implanted: (B)(6) 2013; 5071, implantable pacing lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the right atrial (ra) lead dislodged. It was noted there was high threshold accompanied by undersensing on the atrial lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.